Event description:
On (B)(6) 2013, a nurse requested the patient¿s vns device be checked as the patient needed an MRI. It was reported that the patient was currently in the ICU due to a recent increase in seizures. The patient was said to have mrdd (mental retardation and developmental disabilities) and therefore it was unclear who the treating physician was to perform vns dosing. The treating nurse practitioner¿s information was provided; however, it was later found that the nurse practitioner did not have privileges at the facility the patient was in and was therefore unable to check the patient¿s settings. No vns interrogation was performed by the facility. The patient was supposed to get transferred to another hospital from the facility, but the patient was released from the facility instead. As the patient has not been seen by the treating nurse practitioner, no additional information has been provided. Attempts were made to get information from the facility; however, they were unsuccessful. The nurse who reported the incident stated that she no longer had the records for the visit and could not answer any questions. An attempt has been made to get medical records for the patient¿s visit; however, no information has been received. A programming history review was performed which found the patient¿s programmed settings and diagnostic results from (B)(6) 2011.